Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when trying to enter the transmitter ID, the customer was unable to toggle between the alphabetic and numeric keypads. During troubleshooting with tandem technical support, the customer was successfully able to reset the pump and enter the transmitter ID. There was no known impact to the customer's blood glucose level.